Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There were two implant dates reported but does not specify which products are related to which implant date. The implant dates are as follows: (B)(6) 2009 and (B)(6) 2010.